Event description:
The patient reported that she woke up at 3am in 2007 and felt "sick as a dog." Her blood glucose measured "hi" on her blood glucose monitor and she attempted to bolus 6 units of insulin. Her infusion device occluded (04) during the bolus. She then administered a 17 unit injection of insulin via syringe. She changed her infusion site, infusion tubing, and insulin cartridge and her blood glucose returned to normal later on 10/07/2007. She stated that she received another occlusion error two days later while attempting to bolus. She then changed the infusion tubing and ran out of insulin while priming. She was away from home, and stated she would change the insulin cartridge and clear the error. She stated she changes her infusion site every 2 days and her infusion tubing every 7 days. She was advised to change the infusion tubing every 6 days. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.